Event description:
The trapease filter was misplaced due to physician error, into an ascending lumbar vein. Upon deployment, the distal third of the filter was noticeably constrained due to the small diameter of the lumbar. The physician attempted to adjust the placement by snaring the filter, but was unable to retrieve the device. The procedure was aborted due to patient discomfort. There was evidence of contrast extravasation, and although the patient was fully heparinized, she remained clinically stable. They performed a cat scan after the procedure showing a small extravascular hematoma, which apparently did not increase in size with a follow-up cat scan on the second day. The patient, a female, has since been discharged.

Manufacturer narrative:
This product is not available for analysis as it is still implanted within the patient. Additional information will be provided within 30 days of receipt.